Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with extra cardiac stimulation exhibited by the lead, which resulted in significant chest pulsations. Over-sensed noise was also observed with arm movement. The patient was stable, and no interventions were reported. Further information was requested but not received.